Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that a malfunction occurred. Customer went to the emergency room on (B)(6) 2021 for a blood glucose (bg) over 600 mg/dl with high ketones and was subsequently hospitalized. Customer was treated with intravenous fluids of saline, insulin, and manual insulin injections. Customer was released on (B)(6) 2021 with no permanent damage. Customer changed pump supplies to resolve the issue and resumed insulin therapy.